Event description:
Description of risk: when circulating chest washout and closure in the cardiac surgery operating room (or) of patient on intra-aortic balloon pump post coronary artery bypass graft (CABG) surgery, the surgeon requested new mediastina and pleural chest tube drains.after searching through the room stock in the or for size 24, 28 30 and 32 french, both straight and angled chest tubes, I opened two 19 french blake drains, one angled 28 fr thoracic catheter - and what I thought to be a size 28fr straight thoracic catheter - only to discover immediately after opening the drain on the table - the room had been stocked with saratoga sump drains and I had inadvertently opened one on the sterile field. The circulating nurses immediately recognized that the wrong tube was on the sterile field and it was taken off the field and thrown out and replaced with a 28fr thoracic catheter. However, the materials management representative in the or was asked to recheck all the catheters remaining in the room and to follow up with the staff that stocks these rooms. I wish to pass on the warning to others that this is once again a risk to patient care in our department. Great caution - very great caution must be taken, no matter how rushed the room is, to be absolutely certain the catheters passed up to the field are exactly what is being requested in the moment! Description of consequences of risk happening:had the drain been placed into the patient's pleural space, there would have surely been an air leak with potential lobe or lung collapse. Description of likelihood of event happening:this is not the first time that saratoga sumps have been stocked in cardiac rooms mixed in together with the thoracic catheters. Description of adequacy of existing controls:the fact that the packaging of both the thoracic catheters and the saratoga sumps are nearly identical adds greatly to the risk of mistaken identity. The text reads saratoga but the size, shape, color and text of the rest of the packaging tube is nearly identical. I believe if we are to continue to use these same tubes they could be marked as they are received from the company perhaps with a florescent or extremely bright colored label, tape or indicator of some kind to identify them not as chest drains. Considering the large number of these drains we use on a daily or weekly basis, and the urgency of many of our patients requiring fast response times in our or's , together with the repetition of this same incident yet again, seems to suggest that some more strong intervention needs to take place. I hope it does!the confusion is for all sizes; not just 28 fr because the packaging is the same for each size.